Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of the shipment record found no abnormalities. Based on the results of the investigation, the broken cable may be attributed to user¿s handling. As stated on the IFU (instruction for use) the user manual states: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4) service repair site. The instrument was inspected. A full technical evaluation was completed in accordance with the ome (original manufacturer equipment ) specifications. The camera head was tested . The camera head was connected to the video processor and was tested, but were unable to reproduce the phenomenon reported by the customer regarding the loss of the image function, however, signs of corrosion were detected around the adapter mount area. Furthermore, the cable sheath was found damaged and cut. Technical evaluation and a further inspection could not highlight the customer claim related to the malfunction of image functionality. Concerning signs of corrosion found around the adapter mount area, it seems resulting from the recent exposure to humidity that subsequently could have contribute to phenomenon reported, however, it is not identified during device further investigation. However, we are unable to determine how the fluid has entered inside. The causal link between the video cable defectiveness and the damage was probably the use of a pointed or sharp object which might come in contact with the cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during operation, the device was found with black screen and h lines. The issue does not occur when using another camera head. There was no patient involvement associated on this reported event. No user injury reported.